Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 11267m501 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism hcv reagent list number 06d18, lot 11267m501, was not identified.

Event description:
The customer observed false (B)(6) results while using the (B)(6) assay. The customer provided the following results (B)(6) 2012) initial (B)(6) 2012, retest (B)(6). The specimen was tested with the (B)(6) method on (B)(6) 2012 and generated a negative result. There was no adverse impact to patient management reported.

Manufacturer narrative:
The full patient ID is (B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.